Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Additional information: d3,g1,g2. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2017 and a mesh was implanted. It was reported that the patient experienced severe pain, constipation, digestive problems and swelling of abdomen. The patient had a previous two mesh implant on (B)(6) 2012 which is captured in a separate file. No additional information is provided.